Event description:
During an in clinic follow up the day following initial implant, a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement. Lead repositioning was attempted but unsuccessful. It was noted upon explant the ra lead had a small piece of material in the screw. The ra lead was replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and foreign material in the helix. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of the white steroid plug not being returned inserted inside the helix. Examination of the photo provided from the field identified that the reported small white piece of material¿s size, geometry and color is consistent with that of the steroid plug. During repeated repositioning's it is possible for the steroid plug to shift as blood and tissue clogs inside the helix region making it more visible to the physician.